Event description:
It was observed, that during the device evaluation. The subject device exhibited electrical contact corrosion, main body flooding (lens), main body scratches (lens), free lock lever corrosion and scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus. And the evaluation found electrical contact corrosion, main body flooding (lens), main body scratches (lens), free lock lever corrosion and scope mount corrosion. Based on the results of the investigation, a definitive root cause could not be established for the reported malfunction. A device history record review revealed, no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.